Event description:
It was reported that the customer was hospitalized with liver problems and dka. Troubleshooting indicated the device was functioning properly. Explained the rule of changing the infusion set after two consecutive high blood sugar readings and rotating the insertion site.